Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch caused irritation and cuts to the patient's mouth from edges of the aligners that are sharp. Additional information pending.

Manufacturer narrative:
Investigation results: DHR evaluation: we reviewed the DHR for this (B)(6); patient ID# (B)(6); practice ID# (B)(4), qty. (B)(4) items assy-500011 (aligners), qty. (B)(4) items assy-500010 (templates), was packaged by the second shift by auto bag and box operation on (B)(6) 2024, manufacturing supercell sc2, equipment pua-03. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.